Event description:
The device operators were treating a pt who required pacing therapy. Reportedly, the pacing current was increased to 120 milliamps without capturing the pt's heart rhythm. The device operators were unwilling to increase the pacing current above 120 ma. There were no adverse effects to the pt as a result of the reported event.